Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, and h6. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the reported incident occurred due to damage to the biopsy valve; however, the root cause could not be identified. Based on the reproducibility confirmation results, inserting and withdrawing the syringe at an angle may have applied stress to the biopsy valve, potentially causing its damage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report is 1 of 2 for the biopsy valve.

Event description:
During a diagnostic bronchoalveolar lavage procedure, an undetermined foreign material fell into the bronchus. Saline solution was injected into the bronchi, and foreign material was also retrieved during suction. No adverse events to the patient.